Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and displayed 31 units remaining. Reportedly, the customer did not use that much insulin over the last 30 hours. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump until the replacement pump arrives.